Event description:
It was reported that the user, concerned about fasting for upcoming bloodwork, believed the ilet pump was delivering too much insulin, did not consistently announce meals or announced them incorrectly due to fear of hypoglycemia, and typically treated low glucose with soda or orange juice; this was categorized as a usage/procedure issue related to the user interface. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, with a usage problem identified involving improper or incorrect procedure and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.